Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 1. The patient's ultrafiltration (uf) reading was 3336 ml, indicating the home patient (hp) drained 3336 ml more than the largest prescribed fill volume of 3000 ml. This meant the total drain volume was 6336 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. (B)(4) notified the nurse of the incident of iipv that was found during the device evaluation.

Manufacturer narrative:
(B)(4). One of 3 emdrs. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Review of the device logs confirmed an increased intraperitoneal volume (iipv) event. The baxter's product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The hc device was determined to meet specifications relative to the iipv found in the logs. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the serial number. The cause of the iipv found in the logs was determined to be insufficient drain due to a use error; the initial drain alarm setting was inappropriately programmed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).